Event description:
It was reported that the left ventricular (lv) lead had dislodged post-implant causing diaphragmatic stimulation. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076, implantable pacing lead, 2013 (B)(6); (B)(4), implantable tachy lead, 2013 (B)(6), (B)(4) , bi-ventricular defibrillator, 2013 (B)(6). (B)(4).